Event description:
A customer contacted baxter's technical service center reporting a hole in the home patient's (hp) patient line during drain 1 of 4 on home choice (hc). The care giver (cg) stated the hole in the hp's patient line was about 12 in away from the catheter. The cg said they would save the cassette. The technical service representative (tsr) advised the cg to end therapy and start over with all new supplies. The tsr said the cg should also inform the registered nurse (rn). During a call with the cg on (B)(6) 2012 regarding the damaged line on the set. The cg stated the sample is available. The cg also stated that the hole in the line is similar to a pinhole. The cg stated they started over with new supplies and the home patient (hp) resumed therapy on the cycler. They contacted the peritoneal dialysis nurse (pdn) regarding the hole in the line. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample is available. If additional information becomes available, then a follow up MDR will be submitted. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.

Manufacturer narrative:
(B)(4). This complaint was for a report of damage in the extension set - a hole. The companion sample was recieved and a visual, leak, clear passage and clamp function tests were performed with no issues noted. The complaint was not confirmed and the cause was not identified because the reported condition was not confirmed in the lab on the returned companion sample and the home patient did not clearly report any type of use error that might have led to the issue.